Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on 3/30/2019. User made bolus requests without entering current bg and while still having insulin on board (iob). Cartridge change sequence was completed at 8:11 pm. At 10:14 pm, user set a temporary basal rate at 60% of basal insulin. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 50 mg/dl and food was consumed to address bg. Customer did not know cause of low bg. Tandem technical support reviewed pump history and pump data with the customer. Bolus history was accurate and no issues were identified with the pump. Customer reported health problems may be causing fluctuations in bg values.